Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the electrocardiograms (ECG) produced by the implantable cardioverter defibrillator (ICD) were corrupt. No changes were made to address this anomaly. Additionally, it was noted that several non-sustained right ventricular over-sensing (nsrvo) alerts were received due to post paced t-wave over-sensing (pptwos). The patient was asymptomatic. The ICD was reprogrammed to address the pptwos and there were no consequences to the patient.